Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level of 30 mmol/l. The customer did not provide the symptoms regarding high blood glucose. Customer also reported that the insulin pump received insulin flow block alarm. Customer was assisted with troubleshooting and the insulin was exited. The customer did not provided information about treatment for high blood glucose level. The insulin pump was not returned for analysis.